Event description:
Two falsely elevated troponin I results were obtained on a patients' samples. The results were not reported to the physician. The samples were repeated and negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was contamination of the sample probe or drain. The customer performed recommented maintenance.